Event description:
Hcp reports pt presented in 2004 with an increase in pain. A rotor test was performed with unk results. Fluoroscopy was also done with unk results. During surgery a purge was performed to test pump function. No "visible solution noted to flow out of the pump." The pump was explanted and replaced 4 days later. No pt outcome reported as pt has a follow-up appointment scheduled, but has not been seen yet.